Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x12mm promus element ¿ drug-eluting stent was selected for use to treat the target lesion. However, after unpacking the device, the physician noted that the stent's body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the 4th row from the distal end of the crimped stent were distorted and lifted upwards from the stent profile. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) was reviewed. The max crimped stent od was also measured. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x12mm promus element drug-eluting stent was selected for use to treat the target lesion. However, after unpacking the device, the physician noted that the stent's body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.